Manufacturer narrative:
The visual analysis of the pacemaker showed scratches on the pacemaker housing. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be extended and retracted easily. A lead could be contacted sufficiently. The spring elements also showed nothing abnormal during the analysis. It was noted in the incoming goods inspection that the pacemaker was programmed to vvi mode with 65 ppm. The ventricle was paced with 2.0 v at 0.4 ms. The pacing polarity was set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete function test and no anomalies could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. In addition, the pacemaker underwent a long-term pacing test. Continuous pacing by the pacemaker could be confirmed. The analysis of the provided data confirmed the pauses in the long-term ECG. A cause for the pauses could not be found. In summary, the analysis results do not indicate a material defect or manufacturing error. The pacemaker is within all specifications. A cause for the pacing loss, mentioned in the complaint, could not be found in the context of the analysis.

Event description:
After an implantation time of about 58 months, pauses in the long-term ECG were reported and the device was explanted. No deterioration of the patient's state of health was reported.